Event description:
Customer reported that after processing the camera in the sterrad nx, the "black rubber" on the cords was coming off when wiped. The black substance was found when customer was wiping the camera down after cleaning and decontamination. It was also reported that the black substance was found on the instrument after it was used on the patient. Customer stated that there were no reported of pt injury.

Manufacturer narrative:
Damage to customer device.